Event description:
The customer reported having high blood glucose. The customer has treated with the insulin pump, but her glucose level continues being high. The customer felt hyper and thirst. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the device alarmed motor error in the middle of the test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.